Manufacturer narrative:
Reporting institution phone number: (B)(6).

Event description:
It was reported to philips the screen turned black. There was no patient involvement or harm. This event was reported to have occurred during a pre-use check, outside of clinical use. There was no delay to therapy. The philips sales representative checked the device at the hospital and confirmed the device was working; the reported issue was not reproduced. The device was brought to the sales office and the issue was not reproduced there, either. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated again and the issue was confirmed. The repair technician replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customers alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event. The customers alleged malfunction was confirmed and it was determined that the root cause was the ui pcba.